Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead was exhibiting noise oversensing due to lead fracture. Programming changes were discussed, but not made. The patient is in stable condition.

Event description:
New information noted that the atrial lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported event of oversensing noise was confirmed, while the reported event of fracture was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of oversensing noise was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.